Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the skin deepens and pushed back when the device is used. The event did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). 4247 - appropriate term/code not available: the cause of the reported event was due to the control bar not being in the correct position. Reported issue: on (B)(6) 2019, it was reported that the skin deepens and is pushed back when the device is used. The customer returned a dermatome an device, serial number: (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number: (B)(6) as documented in the repair reports. Device evaluations results/investigation findings: product review of the dermatome an on july 24, 2019 revealed that the control bar was not in the correct position; it was low on the master blade. The calibration was out of specifications at the 4 setting only and the o-ring on the swivel broke and came off. The customer hose and width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on july 24, 2019 which included replacement of the ball plunger, semi-circle shaft bearings, vespel bearings, thickness control shaft, thickness control lever, and o-ring. Dermatome an, serial number 700294, was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the control bar not being in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.